Event description:
It was reported that the patient had an artificial urinary sphincter implanted. All components were in place. After the fascia was closed, water started gushing out. Upon reopening the patient, a broken connection was found. The pump and balloon were replaced. No patient complications were reported.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted. All equipment in place. When fascia closed, water started gushing out. Broken connection. Patient reopening surgery and change of pump and balloon.